Manufacturer narrative:
Returned device was received in decent physical condition. The right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, they were unable to duplicate the reported issue. No fault was found for the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure. No adverse events were reported.